Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a leakage at infusion set tubing on (B)(6) 2026, and the set had been in use for one day. No further information is available.